Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "event included in the reported submitted as proof of milestone for an investigator initiated study 2018-010. Per the report received 31/march/2020, indication for revision is pain and instability; femoral component and tibial liner revised."

Event description:
As reported: "event included in the reported submitted as proof of milestone for an investigator initiated study 2018-010. Per the report received 31/march/2020, indication for revision is pain and instability; femoral component and tibial liner revised." Update (B)(6)2020 wg: a revision operative report obtained from the study site also cites subluxation due to "significant wear" of the poly insert.

Manufacturer narrative:
Updated the event description and product information. Reported event: an event regarding revision due to pain, instability is reported involving triathlon femoral component. The event was confirmed based on medical review. Method & results: product evaluation and results- product inspection - not performed because device was not returned. Clinical review: a review of the provided medical records and/or x-rays by a clinical consultant stated that : ¿ no examination of explanted component and no immediate post-operative left total knee arthroplasty x-rays or dated serial images prior to an eleven year post-operative x-ray prior to the revision surgery are available. Other than ¿significant wear of the poly insert¿ the event descriptions of the four pi¿s are confirmed by the medical record review. Without serial x-rays and examination of the explanted components it is not possible to determine the possible causation of this late term clinical event, but there is no evidence that factors associated with implant design and materials were responsible for this clinical situation. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was reported about revision due to pain and instability involving triathlon femoral component. The event was confirmed. The exact cause of the event could not be determined because insufficient information was provided.further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened: device not returned.